Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.5 and 140.0 cm from the proximal end. The pusher assembly mid-joint was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and pusher assembly kinks. If the pusher assembly mid-joint is retracted through the introducer sheath friction lock, resistance may be experienced during advancement and damage such as pusher assembly kinks may occur. During functional testing, resistance was experienced while attempting to advance the smart coil from its returned position within the introducer sheath; therefore, the introducer sheath was removed distally, the smart coil was re-sheathed properly and was then able to advance through its introducer sheath with resistance due to the pusher assembly kinks. The smart coil was unable to be advanced through the hub of a demonstration microcatheter due to the pusher assembly kinks. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the carotid terminus using penumbra smart coils (smart coil). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.